Event description:
Head siderails would not latch in the up position.

Manufacturer narrative:
Tech cleaned and lubricated latch block and release handle to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.